Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient did not dry the area fully after using alcohol swab prior to insertion leading to infusion set detachment and poor adhesion on (B)(6) 2026. The blood glucose level was 400 mg/dl. The patient also showed symptoms of nausea. The patient corrected by changing the full supply and resuming the insulin delivery. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.